Manufacturer narrative:
Results the complaint could not be confirmed for pain at the ipg site from product testing alone. As received, the ipg successfully communicated with the test patient programmer. The returned ipg passed all functional testing on the autotester. Neither anomalous outputs nor erroneous signals were observed from the non-programmed channels or the can. The analysis resulted in normal device characteristics. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient's ipg was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.